Event description:
It was reported that the customer had unexplained no delivery alarms, a worn down side button, and cracks on the insulin pump. Customer's blood glucose level was 145 mg/dl. Customer stated that the crack were on the side where the keypad was located and on the reservoir compartment. Customer stated that the pump has never been dropped. Customer thinks that maybe his wallet was too large and pushed up against the pump. Customer reported that the no delivery alarm was resolved by a complete set change. Customer also had an issue with insulin squirting out. Customer's keypad sticks and the up and down arrow buttons have to be pressed at a certain angle. Customer stated tha the pump has never been exposed to moisture. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.